Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 35 mg/dl while wearing the pod between 4 and 24 hours. The patient also reports their blood glucose level had rose to over 500 mg/dl . The patient had treated their high blood glucose levels by administering 5 units of insulin in which had dropped their blood glucose level to 150 mg/dl prior to going as low as 35 mg/dl. Prior to the ambulance arriving the patient removed the pod from the infusion site. Once the paramedics arrived the patient was treated with glucagon. Once at the hospital the patient was treated with food and juice. The patient was released from the hospital after 6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.